Event description:
Reporter called on behalf of his wife, regarding lasik eye surgery she received about 10 years ago. The reporter stated, after the procedure, his wife experienced dry eye sydrome and still experiences the adverse reaction today. Reporter also stated he believes the lasik surgery is poorly advertised. He said it is not advertised like a medical procedure, and that it seems to be advertised more like a product. He stated this experience has been very costly for him and his wife.